Event description:
It was reported that the patient experienced a potential mild l4 lumbar vertebrae spinal process fracture after he exited the car. The patient stated that he felt a deep aching pain in the lumbar spine radiating through the posterior and lateral aspect of the right leg to the ankle. An x-ray was completed and a computerized tomography (CT) scan was performed several days later. The CT scan showed no evidence of acute fracture or listhesis, but it was noted that there was a degenerative disc and facet disease at the l4-l5 lumbar vertebrae with severe canal and foraminal narrowing. Despite this radiological impression, the physician assessed that there is a fracture at the transverse process of lumbar vertebra and that this event is possibly related to the device and the procedure. Additional information was received that the corelab review of the 6-week imaging revealed a fracture was present in the patients l4-l5 lumbar vertebrae. Additional information was received that a lumbar CT scan was performed and no definite fracture was detected. Additional information was received that the patient felt a mild back pain radiating to the right leg to his ankle. An x-ray and CT of the lumbar spine were performed, which was interpreted by the physician as showing a small fracture of the l4 lumbar vertebrae spinous process. The event is recovering and the physician assessed the relationship to the device is probable. In addition, the relationship to the procedure and the disease progression is not related. Additional information was received that the patient experienced a l4 lumbar vertebrae spinal process fracture, which was mild in severity. The patient underwent a revision procedure and the spacer was explanted. The physician assessed the event as recovering/resolving. Additional information was received that based on imaging that performed in the six month follow up, there was evidence of healing. The physician assessed the event as possibly related to procedure and probably related to device hardware.

Event description:
It was reported that the patient experienced a potential mild l4 lumbar vertebrae spinal process fracture after he exited the car. The patient stated that he felt a deep aching pain in the lumbar spine radiating through the posterior and lateral aspect of the right leg to the ankle. An x-ray was completed and a computerized tomography (CT) scan was performed several days later. The CT scan showed no evidence of acute fracture or listhesis, but it was noted that there was a degenerative disc and facet disease at the l4-l5 lumbar vertebrae with severe canal and foraminal narrowing. Despite this radiological impression, the physician assessed that there is a fracture at the transverse process of lumbar vertebra and that this event is possibly related to the device and the procedure. Additional information was received that the corelab review of the 6-week imaging revealed a fracture was present in the patients l4-l5 lumbar vertebrae.

Event description:
It was reported that the patient experienced a potential mild l4 lumbar vertebrae spinal process fracture after he exited the car. The patient stated that he felt a deep aching pain in the lumbar spine radiating through the posterior and lateral aspect of the right leg to the ankle. An x-ray was completed and a computerized tomography (CT) scan was performed several days later. The CT scan showed no evidence of acute fracture or listhesis, but it was noted that there was a degenerative disc and facet disease at the l4-l5 lumbar vertebrae with severe canal and foraminal narrowing. Despite this radiological impression, the physician assessed that there is a fracture at the transverse process of lumbar vertebra and that this event is possibly related to the device and the procedure. Additional information was received that the corelab review of the 6-week imaging revealed a fracture was present in the patients l4-l5 lumbar vertebrae. Additional information was received that a lumbar CT scan was performed and no definite fracture was detected. Additional information was received that the patient felt a mild back pain radiating to the right leg to his ankle. An x-ray and CT of the lumbar spine were performed, which was interpreted by the physician as showing a small fracture of the l4 lumbar vertebrae spinous process. The event is recovering and the physician assessed the relationship to the device is probable. In addition, the relationship to the procedure and the disease progression is not related. Additional information was received that the patient experienced a l4 lumbar vertebrae spinal process fracture, which was mild in severity. The patient underwent a revision procedure and the spacer was explanted. The physician assessed the event as recovering/resolving.

Event description:
It was reported that the patient experienced a potential mild l4 lumbar vertebrae spinal process fracture after he exited the car. The patient stated that he felt a deep aching pain in the lumbar spine radiating through the posterior and lateral aspect of the right leg to the ankle. An x-ray was completed and a computerized tomography (CT) scan was performed several days later. The CT scan showed no evidence of acute fracture or listhesis, but it was noted that there was a degenerative disc and facet disease at the l4-l5 lumbar vertebrae with severe canal and foraminal narrowing. Despite this radiological impression, the physician assessed that there is a fracture at the transverse process of lumbar vertebra and that this event is possibly related to the device and the procedure. Additional information was received that the corelab review of the 6-week imaging revealed a fracture was present in the patients l4-l5 lumbar vertebrae. Additional information was received that a lumbar CT scan was performed and no definite fracture was detected.

Event description:
It was reported that the patient experienced a potential mild l4 lumbar vertebrae spinal process fracture after he exited the car. The patient stated that he felt a deep aching pain in the lumbar spine radiating through the posterior and lateral aspect of the right leg to the ankle. An x-ray was completed and a computerized tomography (CT) scan was performed several days later. The CT scan showed no evidence of acute fracture or listhesis, but it was noted that there was a degenerative disc and facet disease at the l4-l5 lumbar vertebrae with severe canal and foraminal narrowing. Despite this radiological impression, the physician assessed that there is a fracture at the transverse process of lumbar vertebrae and that this event is possibly related to the device and the procedure. Additional information was received that the corelab review of the 6-week imaging revealed a fracture was present in the patients l4-l5 lumbar vertebrae. Additional information was received that a lumbar CT scan was performed and no definite fracture was detected. Additional information was received that the patient felt a mild back pain radiating to the right leg to his ankle. An x-ray and CT of the lumbar spine were performed, which was interpreted by the physician as showing a small fracture of the l4 lumbar vertebrae spinous process. The event is recovering and the physician assessed the relationship to the device is probable. In addition, the relationship to the procedure and the disease progression is not related.

Event description:
It was reported that the patient experienced a potential mild l4 lumbar vertebrae spinal process fracture after he exited the car. The patient stated that he felt a deep aching pain in the lumbar spine radiating through the posterior and lateral aspect of the right leg to the ankle. An x-ray was completed and a computerized tomography (CT) scan was performed several days later. The CT scan showed no evidence of acute fracture or listhesis, but it was noted that there was a degenerative disc and facet disease at the l4-l5 lumbar vertebrae with severe canal and foraminal narrowing. Despite this radiological impression, the physician assessed that there is a fracture at the transverse process of lumbar vertebrae and that this event is possibly related to the device and the procedure.